Event description:
During product evaluation by baxter personnel, a colleague infusion pump experienced a constant alarm. This condition had the potential to interrupt delivery. This was not reported by the customer. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. This involved a colleague infusion pump with an unknown user interface module master software version. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed by service. This complaint is an ancillary service event opened during investigation of (B)(4). The cause was determined to be a faulty user interface module (uim) printed circuit board (pcb). No repairs have been performed, as the referenced device has been removed from service. If any additional information is received, a follow-up MDR will be sent.